Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Corrected field- b5, e1(customer first name, last name, email address and phone number). Updated field- d9. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken and therefore stripes in image occur. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had bad connection between the camera and the processor and no image. There were no reports of patient harm. Additional information - the issue was found during the procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had bad connection between the camera and the processor and no image. There were no reports of patient harm.